Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted incisional hernia transversus abdominis release (tar) surgical procedure, the monopolar curved scissors (mcs) instrument would not release from the arm. The site was able undock the arm, instrument and cannula all in one, then found the instrument was broken down by the jaws not allowing it to go into the cannula. The site was planning to open a new instrument and cannula. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a fragment fell inside the patient, but it was retrieved. No additional surgical procedure was required to remove the fragment, and no post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. Also, the instrument and cannula were removed together, no additional ports were made. A new cannula and instrument were opened and used to complete the procedure robotically.